Event description:
Procedure: thoracotomy. According to the reporter: after firing there were small yellow plastic parts in the situs, could not be removed. Pt was not injured, surgery was not extended. No blood loss, no extension of incision, no change of surgery, no loss or damage of tissue. No enforcement material was used.

Manufacturer narrative:
(B)(4).